Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 498 mg/dl and ketones were present (level was not known). An insulin pen was used to address the bg level. The ketones were to be treated when the customer arrived at home. The cause of the high bg was not known. The contact declined tandem technical support's offer to troubleshoot and was to discuss the event with a clinical diabetes trainer.